Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation a female patient underwent a ureteral dilatation procedure in 2008. During the procedure, a 12/14 flexor access sheath was inserted but the ureter was tight over the pelvic brim. The physician removed the access sheath and slid the uromax ultra balloon dilatation catheter up to the junction of the mid and distal left ureter, over a boston scientific 0.035 sensor wire. Upon inflating the balloon with a standard levine style insufflator to about 10 atmospheres using omnipaque 50/50 with water contrast the balloon ruptured. According to the complainant, the rupture resulted in a perforation of the ureter with extravasation of contrast. The physician then placed an unknown model stent.